Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was found to be frayed at the proximal clevis hub. The clevis does not exhibit any wear. Other cables at wrist were undamaged. An additional observation not reported by site was that the instrument's main tube exhibited scratch marks/abrasions. The distal end of main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found.

Event description:
It was reported that during reprocessing of the maryland bipolar forceps instrument, the customer noted that the instrument's wire was frayed at the pulley. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.